Event description:
It was reported, while the surgeon was doing a skin graft, he unscrewed the coupling hoffmann device and when he wanted to put the screw in place again, the device broke". It was also reported that the surgeon used during the surgery the dynamometric instrument. It was further reported that there was no adverse consequences for the pt.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.